Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error shoud be considered, as the cap was not properly tightenen.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump had an intermittent power issue, and the patient had a blood glucose over 500 mg/dl, with nausea, and was feeling very unwell. During troubleshooting, customer support (cs) found the user had not tightened the battery cap per the IFU. At the time of the power interruption, the yellow o ring was visible at the battery cap. Cs attributed the bg excursion to use error. This complaint is being reported as the patient had experienced hyperglycemia subsequent to the use error of not properly tightening the battery cap.